Manufacturer narrative:
Event is associated with intra-operative procedures.

Event description:
The tibial insert would not seat in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.